Manufacturer narrative:
Date sent to the FDA: 08/08/2013.additional information - in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. A visual inspection of the scanning electron microscope photos revealed the needle exhibited amounts of intergranular and possibly some transgranular failure.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. Upon opening the suture, the needle was detached from the suture material. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The needle was examined for attribute defects and the needle had a broken barrel. No suture remnant was observed into the barrel. Additionally, there are not marks on the needle by use of the needle holder.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.